Event description:
It was reported that externalized conductors were observed between the svc and rv coils via x-ray. The lead was capped during device change out for normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.